Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (damaged) issue. The reporter indicated that the display was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 03/13/2015 with the following findings: the complaint of a crack on the display was not observed. The display lens was found to be scratched. Unrelated to the complaint, investigation revealed that the display was dim and discolored when the pump was powered on.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.